Event description:
The customer reported that his blood glucose result was 15 mmol/l (270 mg/dl) while wearing a pod for more than 4 hours. He then noticed that the cannula was not inserted in his skin and the needle was "sticking out," as it did not retract.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported failure of the needle to retract or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed, and the product lot met all acceptance criteria.